Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location is currently not available. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery handpiece device did not work while in use with a lid device. It was reported that the surgeon changed to another handpiece device; however, the hose had a leak. It was further reported that the handpiece device was changed again and the surgery was completed. There was a thirty minute delay to the surgical procedure. There was patient involvement reported. It was reported that there was no consequence to the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 27, 2016. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was not confirmed. A functional assessment was performed and the device passed all tests and no failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.